Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error comment (e216), and it appeared that noise was generated during use and asked to turn the power back on. The issue was found during a therapeutic procedure that was completed with a same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the final investigation. The following reportable malfunctions were identified during the device evaluation: the object lens adhesive was peeled off due to degradation. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.